Event description:
It was reported that the zimmer air dermatome was used for rotation flap and multiple skin grafts to the upper right extremity and torso. It was reported that initially, the device performed as expected. However, as the case progressed the dermatome began to harvest skin unevenly, causing shredding during the meshing process. The harvested skin was thin on one side and thick on the opposite side. It was reported that the thickness was increased in attempt to prevent shredding; however, the ticker cut did not mesh completely. A combination of 1.5:1 and 3:1 derma carriers were used, with the 3:1 being the one not meshing. The tissue was meshed correctly on the outer edges, but the center portion of the tissue was not meshed. A different dermatome and mesher were obtained and both performed as expected. Patient obtained wound coverage of area approximately 40 x 14 cm and 30 x 18 cm. Approximately 15 skin grafts were taken during the procedure, but without the goal of complete wound coverage being achieved. Due to the multiple issues related to harvesting and meshing skin on this patient, a decision was made to not pursue further grafting during this procedure. The surgeon determined that approximately two hours had been spent attempting to harvest and mesh the necessary amount of tissue for the planned wound coverage without achieving the desired results. Based on the length of case time, an additional procedure would be required to complete the planned treatment. This medwatch is being reported in association with 1526350-2013-00095.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 2 years old and has been returned for repair previously on (B)(4) 2012. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the left and right side. The unit was also out of side to side calibration at the zero thickness setting. At the .01, .02 and .03 thickness setting, the side to side calibration demonstrated variance; however it was within specifications. Customer should not have been performing graft between the zero and 0.1 thickness setting; however there is no evidence to state the graft depth utilized. Lack of calibration most likely caused the customer's event to occur. Improper handling most likely caused the lack of calibration. The device was serviced and returned to the customer.